Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs and no image is displayed, water tightness is lost, there is damage on head unit, due to deposit on coupler unit, the coupler rattles. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, noise occurs and no image is displayed, and water tightness is lost. The most probable cause of the complaint is stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head image disturbances. The issue was found during inspection for use. There were no reports of patient harm.